Manufacturer narrative:
Reports are being submitted due to the reported event occurring multiple times. Please refer to the following reports: patient identifier of (B)(6) is related to the first occurrence. Model number: cf-xz1200i, serial number: (B)(4). Patient identifier of (B)(6) is related to the second occurrence. Model number: cf-xz1200i, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that water and aspirates came out of the sub water pipe of the colonovideoscope when the patient choked during a case. The issue occurred during a lower diagnostic gastrointestinal endoscopy. The sub water inlet cap was used, but it was dripping. A flushing pump was not used during the case. The case was continued and completed. The issue did not occur when using a similar scope and encountering the same circumstances. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the auxiliary water inlet cap was attached while water remained inside the auxiliary water channel, also that the remained water came out due to the vibration during the event of "the patient choked". The suggested event can be detected and prevented in line with the instructions for use (IFU) below: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for detection and prevention. Olympus will continue to monitor field performance for this device.